Event description:
It was reported that a minor user of the ilet system experienced hyperglycemia after breakfast, with sensor glucose reaching 268 mg/dl for approximately three hours, despite insulin on board and no alarms or signs of site leakage; the user had meal announced more than usual and was advised to continue monitoring and consider a full supply change if levels did not stabilize. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included customer guidance and troubleshooting focused on monitoring postprandial response and assessing infusion set integrity. Investigation of this case revealed no device alarms and no evidence of occlusion or site leakage, and the hyperglycemia was characterized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.